Event description:
During in-house testing on an automated slide staniner at the manufacturing site, ethel alcohol leaked from the bottom of the instrument onto the floor. No one was injured, there was no slip and fall event and patient care was not affected. Root cause investigation of the alcohol leak determined an excess length of tubing for the alcohol line had caused friction events between the tube and internal components. These friction events caused the tube wall to develop a hole. The damaged tubing on this instrument was replaced with a tube of shorter length. The shortened tube does not contact the internal components and will eliminate the occurrence of the friction events that caused the tube failure. All similar instruments in the field will be upgraded with the shorter length of tubing for the alcohol line within the next 30 days.

Manufacturer narrative:
While there is always a possibility that a slip and fall event due to a fluid leak could result in death or serious injury, all evidence indicates that the possibility of death or serious injury is remote. Because of the possibility of injury associated with a potential alcohol leak, the firm initiated the design change to reduce the tube length for the alcohol line. The shorter tube design will eliminate the observed failure mode. The failed tube on this instrument was upgraded with the shorter tube design on 11/17/06. All current inventory has been quarantined and will be upgraded with the shorter tube length prior to release. A final report will be sent pending the completion of the field implementation of the shorter tube design.